Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhbited high pacing thresholds three days after implant. The pace/sense portion of the lead was capped, and a chronic pacing lead was reactivated. The implantable cardioverter defibrillator (ICD) coil remains active on the rv lead. No patient complications have been reported as a result of this event.